Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a skin irritation was confirmed. A us distributor reported that a patient had itchy skin on his back from the lifevest. The area was described as not red, and no bumps, it is only itchy. The patient also reports the garments are tight and leaving indents in his skin. The patient's doctor recommended triamcinolone acetonide ointment, and to take benadryl every four hours. The ointment and benadryl did not stop the itching and the patient was administered steroid shots. During a follow up, the patient reported the doctor advised him that he is allergic to the lifevest and to end use. Skin irritation improved.